Manufacturer narrative:
Taper unk. Medwatch sent to FDA on: (B)(4) 2010. The rptr of the complaint was asked to return the product for analysis as well as to indicate the product serial number, the date of the event, and the implant and explant dates. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint, because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Further info from the reporter regarding the serial number and implant date has been requested. The initial rptr was unsure of the exact date of implant. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Pt reported "I had the lap-band surgery 6 years ago, since then I have had fills and some complications. Just about three weeks ago, I woke up feeling no restriction at all from the lap-band." After consulting with the doctor and having a fill, the pt added, "I still feel no restriction from the band, able to eat whatever I want." Further follow-up will be completed to gather additional info.